Manufacturer narrative:
The lead was not able to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was found to be dislodged, due to twiddlers syndrome. The lead was not able to be removed and was surgically abandoned. A new lead was implanted successfully. No additional adverse patient effects were reported.